Event description:
During advancement of ice catheter via left femoral vein for an atrial fibrillation procedure, the physician felt tactile resistance and could not advance the catheter. Apon removal of the ice catheter the physician noticed a crimp towards the distal end of the catheter. The catheter was replaced with another ice catheter and the procedure was completed without any adverse consequences to the patient

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was found to be kinked proximal to the distal tip causing minor resistance when the catheter was advanced through a dilator/sheath assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty and kink remains unknown.